Event description:
It was reported that patient presented to clinic for follow-up visit. X-ray was performed revealing lead dislodgement. Both the ra and lv leads were dislodged due to twiddler¿s syndrome, and the rv lead was pulled back but still attached to the heart. The leads were explanted and patient was implanted with a competitor device. Patient was stable, and there were no patient complications post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.